Manufacturer narrative:
The 2af283 balloon catheter with lot number 56589 was returned and analyzed. Visual inspection of the balloon catheter showed blood inside the balloons. Smart chip verification indicated the balloon catheter was used for 12 injections. The balloon catheter passed the performance test and electrical integrity test as per specification; the impedance was also within specification. The dissection and pressure test showed a guide wire lumen kink 1.2 inches from the tip of the balloon catheter. In conclusion, the balloon catheter failed the returned product inspection due to a guide wire lumen kink. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturers investigation.